Event description:
The patient underwent a laparoscopic myomectomy in 2005. During the procedure, the handpiece blade became detached from the device, and the surgeon made a minor incision to retrieve the tissue.